Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common carotid artery. A 4.5mmx30mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, upon inflation at 5 atmospheres, contrast media disappeared from the distal portion of the balloon and so the balloon was suspected to have ruptured. The device was completely removed from the patient and the procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.